Event description:
Procedure type: unk. According to the reporter: the balloon started to inflate then it split at the seam. No pt injury reported during the case. No delay in operating room time reported.